Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not responding. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connected to the pyxis server. The technical support specialist (tss) found that the issue had occurred due to a local network problem. The tss contacted the customer and reached out to the local information technology team to check the network port, as the ports were blocked at the network level and the station was showing a disconnect icon. The tss confirmed that the station network errors were resolved by the local information technology team, and the station re-established communication with the server. The system functioned as intended after the local information technology team resolved the issue.